Event description:
It was reported to manufacturer that the physician's hp hand held screen was frozen on the 'hp invent' screen. Troubleshooting was performed, and the issue did not resolve. A new hand held was sent to the physician to replace the non-working device. The non-working hand held and software have been returned to manufacturer, and analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.